Event description:
A pt service representative (psr) contacted zoll customer support to report that she was unable to baseline a (B)(6) female pt. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitoring sn (B)(4) has been completed. The reported problem (cannot baseline pt) was confirmed. Upon investigation, it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The driven ground failure prevented the monitor from performing a baseline. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.